Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 2.5, lab: 6.6. Time elapsed between each method of testing is one hour. Patient's therapeutic range is not specified. Patient was admitted to the hospital for bleeding after receiving a 2.5. Patient received four pints of blood at the hospital.

Manufacturer narrative:
Investigation pending.